Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer stated that his blood glucose levels were between 480 and 500 mg/dl prior to being admitted. Troubleshooting was performed and found several errors in the alarm history. Found that all of the customer's settings had been erased due to the errors. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.